Event description:
Tubing alarm. Pt first started cassette in question (B)(6) 2021 at 2030. Pump rate currently at 45ml/day. Also on opsumit but not yet shipped by accredo. No further details provided. Ae reference number: (B)(4). Inbound. Pt. Reporting that remodulin cadd cassette was replaced today after it initially alarmed between 0930-1000 and she went to the ER with ems after called 911 and they could not get it to work. Came back home and back up pump alarmed. Pt mixed a new cassette which resolved the no disposable clamp. Medication remodulin,opsumit,tadalafil.